Event description:
A reporter is complaining about the packaging of eye drops she bought from target. She said she has been using this product for a long time for her glaucoma with no issues. Recently, she thought the packaging has been changed to a less durable material. She said when she opened the package for use, it was wet. Since each pouch is attached together, it is very difficult to separate them. She also said, she sees bubble in the container, and she is not sure if she is getting the right dose. She said when she visited her doctor, he told her that the medication is not responding any longer. She thinks the medication is not responding any longer because of the packaging issue. She thinks the medication quality has been degraded. Also, she is worried that there could be a contamination risk. When she contacted the pharmacist, she was told to buy another set. She said it is a very expensive medication she cannot just throw these away and get another one.